Manufacturer narrative:
The hill-rom technician found the external alarm needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2011 to 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm was not alarming at the bed. The bed was located in mb30 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).